Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi has not received the e-100 generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance investigation revealed error 25902 that may have been related to the system complaint. Additional log reviews confirmed that system sk4606 was used on (B)(6) 2022 for a cholecystectomy procedure. This complaint is being reported due to the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the e-100 generator powered off three times while firing the synchroseal instrument. Prior to calling technical support, the site restarted the e-100 generator. It initialized properly, but the issue reoccurred two more times. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs and detected error 25902 pointing to an electrosurgical unit (esu) communication warning. There was no arcing, the surgeon grabbed consistent pieces of tissue, and there was not a lot of liquid during firing. The procedure was completed with no reported injury. Isi followed up on 22-sep-2022 and obtained the following additional information: they are not allowed by the law to provide patient information.

Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the e-100 involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate or confirm the reported failure. The unit was installed onto a test system, where it ran ten power cycles and sat idle for one hour. It worked fine with a synchroseal instrument installed. A synchroseal instrument was used with a saline dipped gauze in the jaws and yellow pedal/sync activations cut/seal was fired about 100 times and the e-100 worked fine without any issue.

Event description:
Refer to h10/h11 for follow-up information.